Event description:
The customer reported close tube accession (cta) syringe leaked <10 ml wash buffer on the synchron lxi 725 clinical system. The customer noted the leak when attempting to repair cta door. The leak was contained to the area beneath the syringe (reaction wheel cover). The customer troubleshot the leak by tightening a loose syringe, however, the leak continued. The customer was wearing personal protective equipment (ppe) consisting of gloves and lab coat at the time of the incident. The customer did not come in contact with the fluid and did not need to seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. On the day of the event, a field service engineer (fse) was on site and noted that the customer had replaced the wash syringe which resolved the issue. Failure mode of the event was the wash syringe.

Manufacturer narrative:
(B)(4).